Manufacturer narrative:
Unit received with intermittent down button response due to light moisture damage to keypad traces. Unit received with back lighting functioning properly. Unit received with minor scratches on lcd window. Unit received with cracked case at reservoir tube window corners, belt clip slot and battery tube threads.

Event description:
Customer reported via phone call to have experienced keypad anomaly. It was reported that buttons were not responding and that the back light was not responding. Customer's blood glucose was unknown. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.